Event description:
While in the middle of robotic case, vessel sealer alarmed and monitor displayed, "vessel sealer mulfunction". New vessel sealer opened to continue case. Used one sequestered.======================manufacturer response for vessel sealer for da vinci s 1, endowrist one (per site reporter).======================this is the 6th reported event at our facility with this device. There have been others not reported. Previous devices have been returned to mfg with no response as yet.our facility has decided that until further notice and to see if this is user or device error, the device rep will be in all procedures using the device.what was the original intended procedure?gyn procedure.